Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient had inaccurate cgm values 10 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient could not walk, was very weak, experienced nausea, vomiting, dizziness, and thirstiness. The cgm was reading 70 mg/dl and the blood glucose reading was 40 mg/dl. The patient's spouse took the patient to the emergency room and there the patient was treated with 2 shot of blood thinner (no information why the patient received this medication), nausea medication and tylenol (paracetamol) and more unspecified medication. The patient was admitted to the hospital on (B)(6) 2024 around 12:30 pm and was discharged on (B)(6) 2024 around 2:00 pm (more than 24 hours). At the time of the report the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.